Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermitted functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tower +5/+12/-12vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The collimator node power supply cable was also replaced during the service event. The system was tested and found to be working as intended and returned to service.